Event description:
It was reported that during an unknown bowel procedure, the device was being used to create the anastomosis. After firing there was a tear in the anastomosis and it appeared the device had not fired correctly, as staples were missing. The rectal donut was intact, however, there was only 1/2 of the sigmoid colon donut present. An extra 1-2 hours surgery time was required to hand sew the tear in the bowel, resulting in the patient having an ostomy diversion which will be kept in place for approximately 6 months to one year. Another surgery will be required to reverse the ostomy. The patient was reported to be stable following the procedure. The device is being retained by the hospital.

Manufacturer narrative:
(B)(4). Information unavailable. Device retained by account.